Manufacturer narrative:
The device was returned and an evaluation could not confirm the reported faulty charging port. The main circuit board was replaced to address the leaky capacitor. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a faulty charging port. During evaluation of the device, the main circuit board had a leaky capacitor. There was no patient harm or a serious injury reported as a result of this incident.